Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent lot number is 86004801 with an expiration date of 30-nov-2025. The qc was acceptable. The calibration data showed "cal.e" alarms. The field service representative cleaned and checked all of the wash station suction needles, adjusted the suction pipe of the elbow station, and performed adjustments, checks, and tests with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable urea/bun results for 1 patient sample on a cobas 8000 c702 module. The initial result was 1.1 mmol/l. The sample was repeated on another module, and the result was 11.5 mmol/l. The repeated result was believed to be correct. The sample was repeated on the same module as the initial result, and the result was 11 mmol/l.